Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This included all testing for wettability and water permeability. The complaint sample has not been returned to the manufacturer to date.

Event description:
It was reported that allegedly a patch,approximately 5-7 mm x 5 cm in size was used for a carotid patch angioplasty procedure. It was reported that the patch was preclotted as described in the instructions for use, but nevertheless the surgeon was not able to stop bleeding for 30-35 minutes. Anticoagulation was stopped for the surgery. During the surgery, the patient was heparinized with 5000 ie. The physician used several hemostatic agents which resolved the bleeding. The patient is doing well.